Event description:
As reported: "[revision due to] wear of tibial bearing component. Stiff knee - left". Update on 16 july, 2019: the operative report notes, ¿there was near wear-through both medially and laterally on the tibial plastic¿. The insert was changed to a new ap lipped large 9mm duracon insert and the patellar component was changed to a 36 x3 symmetrical cemented component." The medical review concluded that "after more than twenty-two years in situ with polyethylene inserts available at that time, insert wear is not unexpected. There is no indication this late clinical event was related to factors associated with faulty component design, manufacturing or materials."

Manufacturer narrative:
An event regarding wear and rom involving a duracon insert was reported. Medical review confirmed wear however there was no confirmation of range of motion issues. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: after more than twenty-two years in situ with polyethylene inserts available at that time, insert wear is not unexpected. There is no indication this late clinical event was related to factors associated with faulty component design, manufacturing or materials. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the medical review concluded the following: after more than twenty-two years in situ with polyethylene inserts available at that time, insert wear is not unexpected. There is no indication this late clinical event was related to factors associated with faulty component design, manufacturing or materials. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "(revision due to) wear of tibial bearing component. Stiff knee - left".